Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had replace battery alarm and power loss alarm. The blood glucose was 120 mg/dl. Troubleshooting steps were guided for replace battery alarm and power loss alarm. Customer put a battery in it yesterday and it went dead within 24 hours and then changed it again this morning and it went dead within a few hours. Customer has received multiple power loss alarms when batteries are out of the pump less than 10 minutes. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that, the battery was not previously used. Customer stated that, there were unattended alarms. Customer stated that, the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.